Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 473 mg/dl. The caller did not have hipaa authorization, but stated that the doctor would like for someone to go to the hospital to test the insulin pump. Advised the caller that troubleshooting is done over the phone, but gave her the phone number for the local representative. Advised the caller to call back if the doctor decides to troubleshoot over the phone. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.